Manufacturer narrative:
(B)(4).the ail pcb has been recalibrated.a follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with failure code 810:11 that showed up four times during one testing. The reported condition was identified during biomedical service. During service at baxter, it was discovered failure code 810:11 was caused by the ail pcb (air in line printed circuit board) out of calibration. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).